Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, when disconnected from ac power the device powered off on battery with no alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.